Manufacturer narrative:
In this report section adverse event/product problem, type of reported complaint, health impact grid has been updated/corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging chronic bronchitis and pneumonia. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging chronic bronchitis and pneumonia. There was no report of medical intervention. No additional information can be requested at this time. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Manufacturer previously processed has no device info type and now device info has been updated in this report. 510k updated box d: product brand name updated, model number, catalog item identifier, serial number and product UDI updated. Box g: 510k (rfb) updated. Box h: manufacture date updated box h: evaluation method code, evaluation results code and conclusion code grid has been updated.